Event description:
This lead was implanted on (B)(6) 2012 and explanted on approximately (B)(6) 2012 due to infection. The patient is on antibiotics. The facility and physician are unknown at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).